Event description:
Had surgery for hernia in 2008 at (B)(6). Surgical pain and tenderness returned within 2 months. Swelling and mild discomfort progressed to chronic pain and bouts of severe traumatic attacks of acute pain disabling function. Have developed urinary dysfunction which cause severe pain and resulting blood in evacuations. Ongoing pain and tenderness in surgical site rarely causes and is accompanied with nausea and a constant awareness of 'something wrong inside' have inability to perform sexually since day one, which now causes severe abdominal pain with weakness and palpitations. Could I be victim of recalled mesh or procedure? I suffered less pain, embarrassment and dysfunction before being 'repaired.'